Manufacturer narrative:
This report filed august 26, 2008.

Event description:
Per the audiologist, in the end of 2008, the patient reported that "the sound just stopped" exchanging the external equipment did not solve the problem. There were no reported traumas or incidents. Results of an integrity test done the following month, showed the device was not functioning. It was recommended the internal magnet position be verified to be in place prior to recommending explantation/reimplantation.